Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system ias was not turning on. The system had been unplugged for an unknown amount of time. When connected to wall power, the mvs was able to turn on, but the ias was not. The blue battery lights and green charging light on the ias were not illuminating. Reseating the umbilical cord had no change. Additional information indicated that the site was able to get system booted up and functioning as intended. No patient involved.